Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found leakage at the scope cover. Due to wear of scope-cover packing, water tightness was lost. Due to wear of the angle wire, bending angle in the up direction did not meet standard value. The auxiliary channel had foreign object. The objective lens had a chip. The light guide lens had a chip and crack. The universal cord had a scratch and wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, one of the light guide lens of the evis exera iii colonovideoscope was broken. The issue was found during maintenance. Inspection and testing of the returned device found the auxiliary channel had foreign object. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.